Event description:
It was reported that the patient had expired. Patient was admitted to hospital with fever and severe respiratory distress. The patient was intubated. She was found to have a right-sided dense consolidation. Cause of death was septic shock, acute on chronic systolic heart failure, severe chronic obstructive pulmonary disease/emphysema, iga deficiency, and systemic lupus erythematosus. There is no known allegation from a health professional that the death was related to the device.